Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the fill estimate was displaying an inaccurate value. Reportedly, the cartridge was filled with approximately 150 units of insulin, and the insulin gauge displayed an accurate initial fill estimate of over 60 units (+60). There was no reported impact to the customer's blood glucose level. Tandem technical support educated the customer on the insulin gauge calculations of the pump.